Event description:
Reportedly, on (B)(6) 2013, normal device follow-up was performed. Nevertheless, some arrythmia episodes infromation (such as the arrythmia and therapy history) was missing when creating the associated pdf file with the programmer. This could be reproduced with another programmer. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.